Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an optilene suture. During the knotting process, the needle detached from the suture. When 1-2 knots were made the problem occurred less often than when more than 2 knots were placed. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Samples received: 24 unopened racepacks. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code batch. There are 24 units in our stock. We have received 24 closed samples from the customer for analysis. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.33 kgf in average and 0.24 kgf in minimum reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. According to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.